Manufacturer narrative:
Concomitant medical products: dtmc1qq crt-d and 439888 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead exhibited "pause events which occurred all in a row." It was further reported that the "patient had three consecutive p-waves with no ensuing right ventricular (rv) activity." The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was initially reprogrammed, then later explanted and replaced.